Event description:
It was reported that patient underwent right total hip arthroplasty on (B)(6) 2015. Subsequently, patient was revised on (B)(6) 2015 due to high chromium levels. During the revision, the surgeon didn't have the correct surgical tool to remove the taper adapter. A few different methods were attempted before the sales rep drove to biomet and retrieved the correct surgical tool. This event caused a two hour delay in the revision procedure. The surgeon removed the head and taper and replaced with a biomet head and active articulation polyethylene acetabular liner.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. This report is number 2 of 3 mdrs filed for the same patient (reference 1825034-2015-02607 / 2015-2608 / 2016-01544). Requested but not returned by hospital.

Event description:
It was reported that during a hip revision procedure approximately ten years post-implantation, the surgeon didn't have the correct surgical tool to remove the taper adapter. A few different methods were attempted before the sales rep drove to biomet and retrieved the correct surgical tool. This event caused a two hour delay in the revision procedure.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2015-02607 & 02608).